Manufacturer narrative:
Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 returned test strips produce high readings.most likely underlying root cause of high readings are due to improper storage: strips left outside of vial for an extended period of time. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 118-140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining area. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:268g/dl date: (B)(6) time:12:21pm fasting, result 2:331mg/dl date: (B)(6) time:12:19pm fasting, result 3:280mg/dl date: (B)(6) time12:18pm fasting, result 4:140mg/dl date: (B)(6) time:9:08am fasting, result 5:212mg/dl date: (B)(6) time: 9:35pm fasting. Customer is having a problem with the meter reading much higher than she thinks she is and she is having a problem with the meter reading so much higher than she is used to. It started several days ago and if not sure why. She takes her blood before a meal and her last a1c was 7.0.